Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6)2019 a blood glucose as high as 400mg/dl, with nausea, vomiting, fever, sweating, tachycardia, headache, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed treatment with the same pump, and was treated in the hospital by their healthcare provider with insulin via injection, and intravenous fluids. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to a suspend, an accessed basal edit screen, the customer making changes to the basal program. The customer allegedly made changes to their basal program after the blood glucose excursion. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged blood glucose excursion was related to a training/misuse issue and the patient was referred to their healthcare provider for further diabetes management.